Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem. This finding was expected, since according to the recipient's report the device was explanted because the active electrode migrated completely outside of the cochlea, as confirmed by diagnostic imaging. The active electrode migrated a first time post-operatively following a strong sneeze, and a revision surgery was performed to re-insert it shortly after. In situ measurements also show an increased ground path impedance in correspondence with the reported strong sneeze. Despite the re-insertion, the active electrode array migrated completely again. The investigation results appear to match the problems mentioned in the recipient report.this is a final report.

Event description:
Reportedly the user sneezed very hard some weeks after implantation and an air bubble developed over the implant. A CT scan was then performed and showed that the electrode had migrated. The surgeon said the strong sneeze could be the reason for the electrode migration. The recipient underwent a revision surgery on the (B)(6) 2021 as 5-6 channels were extra-cochlear. At the surgery a better fixation was attempted. Afterwards, very high amplitude levels were necessary for stimulation. Another CT scan was performed, which showed many channels extra-cochlear. The user was the explanted on the (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was implanted on the (B)(6) 2021 and a full insertion was reported. The recipient then had to undergo a revision surgery on the (B)(6) 2021 due to migration of the array, since 5-6 channels were extra-cochlear. Affected channels (high impedances) and no auditory benefit was reported. Another CT scan showed many channels extra cochlear. The user was the explanted on the (B)(6) 2021. All 12 channels were found extra-cochlear.